Event description:
Vented adapter pins (no 1968) produced by abbott for nutrimix macro tpn machines have tips (spike) that are not uniformly pointed. The spikes with blunted tips cause corking of the rubber stopper of infusion bottles. This coring pushes pieces of the rubber stopper into the sterile IV fluid which can in turn be pumped by the machine into the tpn bag.